Manufacturer narrative:
(B) (4). This report lot # is subject to the recall initiated feb 8, 2010, therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: inguinal hernia repair. According to the reporter: while using the protack, it jammed and would not work. No pt injury reported.